Manufacturer narrative:
H10: the actual device was not available; however, four (4) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted the green cap was not positioned on the patient connector, on two of the four photos. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) came off the patient line of an amia cassette. It was further reported that the cap was off and inside the over pouch. This was observed when opening the cassette packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.